Event description:
It was reported that during a ptca procedure, the mailman guidewire fractured and the distal segment remains in the patient. The lesion being treated was in the circumflex (cx) coronary artery. The guidewire broke in the cx and remains in the distal cx. Attempts at retrieval with a snare were unsuccessful. The physician does not plan any additional attempts at removal. No patient injuries or complications were reported. Patient status is reported as 'normal'. Patient was discharged from the hospital.

Manufacturer narrative:
The device has ben returned but, the investigation is currently in progress. A supplemental MDR will be submitted upon completion of the investigation.